Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the returned device shows pitting damage to the proximal surface and the dovetail feature is flared out. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical device: persona articular surface fixed bearing posterior stabilized (ps), catalog # 42521400711, lot # 62803733. Report source: (B)(4). Customer has indicated that the product will not be returned because product location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR: 0002648920-2019-00234. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to osteolysis. Attempt for further information has been made, but no further information has been provided.